Event description:
It was reported that during a da vinci assisted total hysterectomy, the patient was burned at 2 port sites while monopolar and bipolar instruments were being used. The burn appeared on 2 ports as charred, black, and a were a few mm deep. It is unknown if the burns originated internally, but the burns only appeared externally. The wounds were closed as normal, and no special treatment was required. The instruments involved, if any arcing occurred, or why the surgeon thinks this occurred, are all unknown. The third-party patient neutral pad is thought to have been properly placed on the leg and without defects. The generator did not have any errors during the procedure, which was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.